Manufacturer narrative:
According to the technician's statement, the quotation was not accepted and there was no on-site visit by our technician. Unfortunately, the device's logs and information about repair have not been provided, no further analysis has been possible. As the solution is unknown, the cause of the reported event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating high leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).